Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 10 months after dental implant was installed in intraoral region 9#, its non-osseointegration was observed. A 45 ncm of primary stability was achieved, fenestration occurred during surgery, the patient presented insufficient bone quality/quantity (bone type iii) and biomechanical overload has happened.